Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative sars-cov-2 igg results generated on the architect i2000sr processing module for a (B)(6) year old male patient. The following data was provided (reference range: less than 1.4 s/c = negative): (B)(6) initial result = 0.66 s/c (negative), repeat = 0.63 s/c (negative), repeat on another collection tube drawn at the same time = 0.61 s/c (negative). On (B)(6) 2020 thermofischer quant pcr test was positive for n1 and n2. No impact to patient management was reported.

Manufacturer narrative:
It was discovered on june 26, 2020 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 1415939-2020-00075 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number. Refer to MDR 1415939-2020-00075.